Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 588 mg/dl. Cause was not known. A correction bolus was delivered to address bg and resumed insulin delivery.